Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. She reports no sexual intercourse x 7 months. Concurrent conditions included dyspareunia, hypertension and vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 1 year 7 months after insertion of essure, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and prolapse ("prolapse"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant-supracervical hysterectomy (uterus only), hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the female sexual dysfunction, bladder disorder, urinary tract disorder, allergy to metals, weight increased, fatigue, alopecia, abdominal pain, prolapse, menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, prolapse, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2012: headaches, most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia. Historical condition, events onset date , lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she reports no sexual intercourse x 7 months. Concurrent conditions included dyspareunia, hypertension and vaginal discharge. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 7 months after insertion of essure, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and prolapse ("prolapse"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant-supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the female sexual dysfunction, bladder disorder, urinary tract disorder, allergy to metals, weight increased, fatigue, alopecia, abdominal pain and prolapse outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, fatigue, female sexual dysfunction, pelvic pain, prolapse, urinary tract disorder and weight increased to be related to essure. The reporter commented: the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2012: headaches, most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet-medically confirmed case. All relevant medical history condition, concurrent condition, concomitant medication and events apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, prolapse,nickel allergy, pain,weight gain, fatigue, hair loss, abdominal pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. She reports no sexual intercourse x 7 months. Concurrent conditions included dyspareunia, hypertension and vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 1 year 7 months after insertion of essure, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and prolapse ("prolapse"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant-supracervical hysterectomy (uterus only), hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the female sexual dysfunction, bladder disorder, urinary tract disorder, allergy to metals, weight increased, fatigue, alopecia, abdominal pain, prolapse, menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, prolapse, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2012: headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.